Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to he was experiencing recurring incontinence, because of urethral atrophy at the cuff site. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The previous 4 cm cuff was replaced with a 5.5 cm cuff. The size and location of the previous cuff was correct at the time of initial surgery. There were no product performance issues with the previous aus.

Manufacturer narrative:
Atrophy and urinary incontinence were reported. The ams 800 device was visually and microscopically examined. No leaks were found. The device performed within product specifications. Product analysis could not confirm the atrophy and urinary incontinence. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72400024 serial number: n/a batch/ lot number: 572417017 model/ catalog description: balloon fgs 61-70 cm model number/ catalog number: 72404127 serial number: n/a batch/ lot number: 572356019 model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to he was experiencing recurring incontinence, because of urethral atrophy at the cuff site. All the components were removed and replaced with a new aus system. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The previous 4 cm cuff was replaced with a 5.5 cm cuff. The size and location of the previous cuff was correct at the time of initial surgery. There were no product performance issues with the previous aus.